Event description:
On (B)(6) 2010 the lay user/reporter, the patient's husband, in the (B)(6) contacted lifescan to report the one touch ultra 2 meter would power off during use. On september 29, 2010 the technical service representative (tsr) spoke with the patient to obtain and verify information. On approximately (B)(6) 2010, the patient noted the reported meter would power off during use; she was unable to obtain a blood glucose reading. During this time period, the patient took her usual meals and diabetes medications; she made no adjustments to her regimen. On (B)(6) 2010, the patient experienced the symptom of blurred vision. The patient attempted to test her blood glucose level using the reported meter while symptomatic, but was unable to obtain a reading. The patient was treated with food and she felt better afterwards. On (B)(6) 2010, the patient experienced the symptoms of blurred vision and coma. The patient's daughter took her to the emergency room. The patient was unable to provide her blood glucose level as tested in the emergency room. The patient was treated with glucose. The patient was admitted to the hospital for nine days; she was unable to provide her admitting diagnosis. The patient takes set doses of the oral diabetes medication metformin and "lasanoparol". Her expected blood glucose levels range from 6.0 mmol/l to 7.0 mmol/l. The reporter was unable to provide the meter's serial number or the test strip lot number. Troubleshooting revealed there had been no misuse of the product and the patient had correctly replaced the meter's battery. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Both the device used in the event, and an unused device of the same lot were received from the user facility for testing. The returned devices were assigned the identifications "a" and "b" respectively and a device from inventory from a different lot used as a control was identified as "c". An external examination of the used device (device a) found a gap between two pleats of media with no visible hole through the media. This observation was not found in the unused device (device b) of the same lot number. The media of device a was slightly discolored and was more yellow than device b and the control device (device c). Air flow deltap testing of device a found an average resistance of 5.1 cm water at 60 l/minute air flow, compared to 1.9 cm water for device b and 2.0 cm water for device c at the same flow rate. Device a failed standard hydrophobicity testing with water breaking through the media within 10 seconds of the test being initiated. Devices b and c both passed standard hydrophobicity testing. After standard hydrophobicity testing, device a gave an average resistance reading of 11.7 cm water at 60 l/minute compared to 1.7 cm water for device b and 1.9 cm water for device c at the same flow rate. The water used for the standard hydrophobicity test was subsequently tested for surface tension. De-ionised water will have a surface tension of 69-74 dynes/cm at ambient temperature (20°c ± 1°c). During testing, de-ionised water had a surface tension of 71.87 dynes/cm. The effluent collected from the standard hydrophobicity testing of device a had a surface tension of 62.4 dynes/cm and the effluent collected from device b had a surface tension of 71.77 dynes/cm. The water sample from the patient side of the control device had a surface tension of 72.23 dynes/cm. Conclusion: the separation of pleats is a cosmetic factor and does not affect the performance of the device. The dry, wet, hydrophobicity, and eluate surface tension tests for device a were all outside the range expected, and together display a pattern typical of a device which has had material with surfactant properties deposited on the media during use. The two unused devices exhibited normal and similar results during the testing. It is noted in the user report that staff were concerned that the expected service time of 48 hours was not being regularly achieved. In fact, when nebulized medications are in use, the product labeling describes the service period is reduced to 24 hours. The number of hours of use of the involved device was not specified. Summary: the user's report of elevated resistance in the used device was confirmed. The proximate cause was the effects of surface active material being deposited during use. It is also possible that the device was kept in service beyond its labeled limit. Unless substantially significant information becomes available, this constitutes a final report.

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that a patient experienced a hypotensive reaction during surgery to repair an abdominal aortic aneurysm. The reaction occurred subsequent to transfusion of autologous salvaged blood processed by an cell saver device and transfused though a set containing the device. The patient had received ace inhibitor medication prior to the surgical procedure. No permanent effects of the patient were reported. The reporter advised that the phenomenon is "...rare but recognized and relatively mild if quickly spotted and easy to treat".